Manufacturer narrative:
No electrode lot numbers with expiration dates were provided. The field service engineer (fse) found the internal standard (is) bath was not aspirating the dispensed solution causing the samples to be diluted. The issue was due to a vacuum line that was disconnected from the vacuum bottle. The fse reconnected the tubing to the vacuum bottle and flushed the is bath lines. The customer performed acceptable calibration and qc. Precision results were within specification. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for sodium (na), chloride (cl) and potassium (k) on a cobas 6000 c (501) module. Patient 1 initial na result was 122 mmol/l. The repeat result was 138 mmol/l. Patient 2 initial na result was 125 mmol/l. The repeat result was 141 mmol/l. The initial cl result was 91.1 mmol/l. The repeat result was 105.1 mmol/l. The initial k result was 4.3 mmol/l. The repeat result was 3.8 mmol/l. The samples were repeated as the physician questioned the initial results. The repeat results were believed to be correct. Repeat testing was performed on a different c501 module.